Event description:
It was reported that this tactra malleable penile prosthesis was explanted and replaced with an inflatable penile prosthesis for an unspecified reason. No patient complications were reported.